Manufacturer narrative:
This device is used for treatment not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. : placeholder.

Event description:
Literature article titled: failure of locked design-specific plate fixation of the pubic symphysis: a report of six cases. Authors berton r. Moed md, charles s. Grimshaw md, and daniel n. Segina md. Patient involved in a fall from a height implanted with four-hole symphyseal locking plate and four locking screws returned for follow up twelve weeks status post implantation date unspecified. Radiographic findings revealed construct pullout from bone and broken screws (quantity of broken screws unknown) at screw-plate interface. No harm reported per reviewed article. This report is #4 of 5 for the same event